Event description:
It was reported that during final tightening, the tip of a polaris plug driver fractured. There was no reported patient impact.

Manufacturer narrative:
Additional information in and h6: component, investigation type, findings, and conclusions. Inspection: the returned device matches the information in the complaint file and was examined. Visual inspection revealed the tip is deformed/twisted. DHR review: the DHR was reviewed. There are no indications of manufacturing issues which would have contributed to this event and the device was likely conforming when it left highridge medical¿s control. Potential root cause: a definitive root cause cannot be determined with the information provided. This event could possibly be attributed to wear through use over time or multiple sterilization cycles. Device usage: this device is used for treatment. A follow-up report will be sent if additional information is obtained that adds value to the relevant content of this report.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that during final tightening, the tip of a polaris plug driver fractured. There was no reported patient impact.